Event description:
Revision surgery - the patient had gone to the dentist to have 2 infected teeth removed and did not get put on any antibiotics. This ensured an infection in the right knee, therefore all components were removed except for the patella.

Manufacturer narrative:
The reason for this revision surgery was an infection. The previous surgery and the revision detailed in this investigation occurred 1.6 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was not completed as intended, the patient is to return for another surgery at a later date. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. The root cause was reported as, "the patient had gone to the dentist to have 2 infected teeth removed and did not get put on any antibiotics. This ensured an infection in the right knee". Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.